Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that the condition improved and no symptoms are present at the time of the call. Customer does not believe meter was reading incorrectly the night the paramedics were called and refused replacement meter/strips.

Event description:
Customer initial call was for an e-0 error. At the time of the call the troubleshoot was made and the customer still get an e-0 result. A call back was made to verify if the customer was able to replaced the meter and strips at the pharmacy. Customer's wife states only test strips were replaced by pharmacy and meter is now working as it should and not displaying e-0 messages as previously stated by the customer. Customer's wife mentioned she called the paramedics last night, (B)(6) 2017. Customer tested blood sugar on (B)(6) 2017 before bed and obtained 136mg/dl nonfasting. Customer's wife noticed customer was confused and had slurry speech and called 911. Customer's blood sugar was in low 30s when paramedics arrived, paramedics administered glucose via an injection on wrist. In about 45 minutes customer was feeling "better." Customer did not go to hospital, paramedics treated customer at home. Customer does not believe meter was reading incorrectly the night the paramedics were called and refused replacement meter/strips.